Manufacturer narrative:
Concomitant medical products: femto laser, sn unknown; excimer laser, sn (B)(4). (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that bed/chair is creeping and causing the suction break on the intralase. It was reported that the loss of suction issue after laser fired happened only on one (1) patient during the flap cut and that the patient was treated the same day. It was stated that the drift was not happening all the time, that the other fourteen (14) patients of the center were treated successfully without any issues /with no injuries as by moving the joystick they were able to find a position without creep to treat the patients. This MDR report pertains to the suction loss event with the intralase patient interface. A separate MDR report will be submitted for the bed creeping event on the excimer laser system.